Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 69 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient was having multiple runs of ventricular fibrillation which led to the decision to remove pump.